Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.